Event description:
The label information on the strip vial had smudged. Pt's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.